Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 46 mg/dl and is 96 mg/dl at the time of the call. Customer treated with food and orange juice. Troubleshooting found that the pump was operating as designed and customer was advised to call back if further assistance is needed. The customer was advised to follow up with their doctor regarding the low blood glucose. Customer declined further high blood glucose troubleshooting.